Event description:
Device had condesation in its insulin cartridge compartment, and device's display was dim. Patient reported that device's insulin delivery is not accurate, and that patient's blood glucose was elevated as a result of the inaccurate insulin delivery. Treatment received, if any, for high blood glucose was not specified.